Event description:
Report rec'd of catheter separating from the hub. Customer source states the IV site was first noted to be "wet" in surgery. The site was dried, appeared to be intact and was retaped an redresed. The site was noted to be wet again at the later time. The IV flow and position still looked correct, so the site was again redressed. The IV site dressing was noted to be wet a third time, and with closer inspection a crack was observed where the nylon catheter meets the hub. When removing the device, the hub completely separated from the nylon catheter. The nurse was able to grasp the catheter piece and remove it without incident. The pt did not experience any adverse effects. No additional info was available.